Manufacturer narrative:
Additional information: this supplemental filing is to update the following fields per additional documentation received with the product in the lab: section a2: age/date of birth: on (B)(6) 1939. Section a3: gender: male. Section b5: the eye affected was right eye. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jan 8, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was returned covered in viscoelastic residue and cut in half which is consistent with a lens handled during removal and replacement. The lens was cleaned and a damaged haptic as well as a detached haptic were observed, which can be attributed to handling during insertion. Based on the return condition of the lens no further evaluation could be performed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints have been received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully inserted into patient's operative eye, however, was removed during the same procedure as the trailing haptic was bent. There was no other intervention required. The procedure was completed using another lens of same model and diopter. No further information was provided.

Manufacturer narrative:
Patient age, weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.